Event description:
It was reported that pump experienced malfunction indication with malfunction code 16, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery, was instructed to place malfunctioning pump in storage mode. Technical support arranged shipment of replacement pump.